Event description:
The customer reported via phone call that he had a compromised force sensor system alarm. Customer was having a problem putting in a new reservoir in the pump. Customer's blood glucose was 232 mg/dl at the time of the incident. Customer stated that the insulin was squirting out during the manual prime process. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.